Event description:
It was later reported that the issues that resulted in the device being turned off in 2012 was that they had surgery for an ostomy and no longer needed. The circumstances that led to poor communication and por was that they wanted to turn on programmer. They contacted manufacturer representative with the issues and were resolved.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she turned therapy off in 2012 because of other health issues. She then tried to turn stimulation on with her programmer on (B)(6) 2015, but got a ¿poor communication screen.¿ on (B)(6) 2015, she was able to connect without an antenna, but saw a warning power on reset (por) screen. The patient¿s indication for use was unknown. The cause of the por and any actions taken were no reported, so additional information was requested. If additional information is received a supplemental report will be sent.